Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced intermittent phrenic nerve stimulation. The stimulation could not be reproduced. A hematoma was also observed. No programming or corrective therapy was administered. There were no other adverse patient effects observed.

Manufacturer narrative:
As of today, this device remains in service without additional complication. If any additional information related to this incident becomes available, this investigation will be updated. This device has been explanted.